Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose of 52 mg/dl. The customer was treated with food and glucose tablets. It was unknown whether customer was using the auto mode or not. Customer reported they did receive a calibration not accepted alert and change sensor alert. The device will not be returned for the analysis.